Event description:
It was reported that there were issues with the settings on the anesthesia system. There is no report of patient harm. Manufacturer´s reference number: (B)(4).

Manufacturer narrative:
Our field service engineer visited the hospital and the investigation showed that there was no fault with the machine, but instead a request to change the startup configuration so that the device would boot up and run in "prvc" instead of "volume control".

Event description:
Manufacturer's reference number: (B)(4).